Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified common femoral artery. A 3.0mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the ballon was ruptured upon first inflation at 4atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.